Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 30336096, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A review of the UDI number is in-progress. All information reasonably known as of 15-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the clinician was performing a "laparoscopic [and] endoscopic push gpe [general physical examination] on (B)(6) 2025 morning. One of the [three] anchoring pins fell in the recovery room."

Manufacturer narrative:
Correction: d9. The device history record for the reported lot number, 30336096, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample device was returned and evaluated. Two used gastrointestinal anchors with partial sutures. The needle assemblies were not returned. The product packaging was not returned. Each anchor contained the clear soft shell, base with locking clip and partial suture. The sutures extend from each side of the anchor. The lengths range from approximately 1cm - 2.0cm. The ends were examined under magnification. On both samples, the suture end on the side of the anchor opposite the locking clip appeared more jagged. Root cause could not be determined. All information reasonably known as of 08-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.